Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed and not detected on bus. A field service engineer (fse) arrived at the station and found that auxiliary drawers 5.1 and 5.2 were not on the bus, and all light emitting diode on the drawer module were illuminated. The fse reseated all cables, but the drawers could not be recovered. The pyxis control board was replaced, and upon reboot, all drawers were detected and fully functional. The fse performed the hardware test application to verify that all pockets were operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 failed and not detected on bus. User tried recovering and rebooting pyxis, but issue persisted.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.